Event description:
Equipment malfunction which caused bleeding during interventional radiology procedure. Pt underwent right lower extremity angiogram follow-up study. Angioplasty and stent placement by physician. Ev3 dilatation catheter malfunctioned: difficulty tracking the balloon over the guide wire pre-inflation, and post-inflation, with balloon down, the balloon was stuck in sheath, necessitating removal of catheter system and re-inserting a new dilatation balloon catheter, which caused some minor bleeding at the site. The device was returned to the manufacturer.